Event description:
Doctor reports, while knotting the ticron suture during a valve placement procedure, it broke with a pledget falling into the ventricle as a result. The pledget was retrieved without significant delay in the procedure. The patient is doing well post-operatively. There were two other incidents of suture breakage during surgery, but there was no loss of pledget in these two cases.